Event description:
It was reported that the pt underwent pelvic surgery on 09/28/2004. Post-operatively, the pt developed an adhesion of the vaginal fourchette. A perineal-plasty was performed in 2005. The event was resolved the following day. It was reported that adhesion was not related to the device.